Event description:
It was reported to philips that the device failed the self test. There was no patient involvement.

Manufacturer narrative:
It has been determined that the defibrillator treatment board is damaged, but the customer has contacted a third party for processing and the equipment runs normally. The device remains at the customer site and no further evaluation is warranted at this time.